Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a thyroidectomy procedure, sealing was incomplete even though an end tone, indicating a completed seal cycle was heard. No patient injury reported. No bleeding. No tissue damage. Device will be returned for evaluation.

Manufacturer narrative:
(B)(4). Date of initial report: 07/25/2016. Date of follow-up report: 09/14/2016. One used lf1212 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection found no defects. The device was activated multiple times on porcine kidney samples with a range of vessel sizes to detect any activation issues. All seal cycles were completed satisfactorily, and a visual seal effect with an end tone was observed for each application. The investigation found the device to function normally and within specifications. A review of the device history records for this lot shows no potentially contributing factors, and that it was released upon meeting all quality specifications.